Event description:
It was reported that the intracavity 3d9-3v transducer was leaking oil. The transducer was associated with the epiq elite ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, during preparation. There was no patient or user harm associated with this event. The philips service engineer replaced the transducer to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow up report will be submitted.